Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was turn off without any alarms. Customer stated that backlight did not turn on. Customer stated that act button had to press down harder to register. Customer stated that led light no longer works. Customer stated that unable to saw at light. Customer stated that insulin pump no longer vibrates. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.